Event description:
It was reported that the patient presented via a merlin@home transmission. The devise was post-paced t-wave oversensing. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. On (B)(6) 2022, programming changes were made. Device remains implanted. Patient was stable.